Event description:
The customer contacted stryker to report that their device unexpectedly lost power and failed to power on again. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.